Event description:
It was reported that the patient's implantable pulse generator (ipg) was not pacing and did not show telemetry due to complete battery depletion. The patient presented to the emergency room with shortness of breath and fatigue after the patient had been lost to follow up for one year. An electrocardiogram from previous year had shown an elective replacement indicator (eri) and no interrogation of the ipg was done at that time. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.